Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported, the patient was experiencing ineffective therapy (related manufacturer reference number: 3006705815-2024-08878) and pain at the ipg site. X-ray imaging confirmed migration of the right scs lead. As a result, surgical intervention was undertaken on (B)(6) 2024, wherein the full scs system was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.